Manufacturer narrative:
While inserting the 5f mynx control vascular closure device (vcd) into the competitor's 5f sheath, the physician noticed that the sleeve that houses the polyethylene glycol (peg) sealant started to crack open and exposing the sealant. The mynx control was not inserted. There was no reported patient injury. Another mynx control device was used to complete the procedure. The device was not storage temperature exceed 25 °c. The mynx vcd was prepped according to the instruction for use (IFU) instructions. No other information was provided. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant sleeve assembly was observed kinked/bent with the side slits open. The sealant was not exposed along the catheter and remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. Per dimensional analysis, the slit length of the returned device was verified and noted to be within specification. The catheter working length from the distal end of the sheath catch to the proximal end of the balloon of the returned device was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant sleeve assembly was kinked/bent with the side slits open, and that the sealant was not exposed along the catheter and remained in the manufacturing position as received. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2114401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves cracked¿ and ¿premature deployment¿ were not confirmed during analysis of the returned device. The exact cause of the events could not conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While inserting the 5f mynx control vascular closure device (vcd) into the 5f competitor's sheath, the physician noticed that the sleeve that houses the polyethylene glycol (peg) sealant started to crack open and exposing the sealant. The mynx control was not inserted. There was no reported patient injury. Another mynx control device was used to complete the procedure. The device was not storage temperature exceed 25 °c. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The device will be returned for evaluation. No other information was provided.